Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "system error 105" caused by a failed motor. The motor assembly will be replaced.